Event description:
Per the clinic, the patient experienced non-auditory sensations and poor device performance since activation. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.